Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they had surgery at the end of october ( unrelated to the ins). Caller added that since the surgery the therapy has not been working and they are peeing their pants all the time. The caller stated that they are back to having to wear diapers all the time. The caller stated that the ins was not turned off for the surgery. The caller stated that prior to calling ps they spoke to their hcp who redirected them to ps. Agent walked caller through checking therapy status. Caller confirmed therapy was on. Agent reviewed how to change programs and how to adjust stimulation. Caller increased stimulation to a comfortable level and confirmed it was comfortable. Agent reviewed with caller everything appears to be working as intended and instructed to monitor the issue and call back if it persists. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.